Event description:
The user reported a degradation in sound quality. The user was re-implanted on (B)(6) 2020. This report refers to 9710014-2020-00477. For further information please refer to this report.